Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one (1) photo was returned for investigation. From the photo, unable to determine the non ¿ conformance. Sample evaluation: six (6) samples in open packaging was returned for investigation. The samples were not decontaminated. Based on visual inspection, that there is no foreign matter observed on the returned samples. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the visual inspection, the returned samples passed and met visual acceptance criteria. Hence root cause could not be determined on the reported non-conformance. H3 other text : see section h.10.

Event description:
It was reported that the syringe 5ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: particulate matter within the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: particulate matter within the syringe.